Event description:
Per the clinic, the patient experienced a skin breakdown and poor wound healing. The device was removed and puncture wound packed (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.